Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in the narrow, mild to moderately calcified, mid, right coronary artery using a 2.50 x 23 mm xience alpine stent delivery system (sds). Reportedly, the sds was advanced to the lesion, met resistance with the anatomy or possibly the previously implanted unspecified stent and would not cross. Upon removal from the anatomy, it was observed that there was a fracture on the distal end stent implant, but the stent was still in one piece. A new non-abbott 2.25 x 20 mm sds was used to successfully complete the procedure. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). A visual and dimensional inspection was performed on the returned device. The reported stent break/fracture was not confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined that the reported failure to advance appears to be related to circumstances of the procedure; however, the reported stent break/fracture could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.